Event description:
It was reported that during an unk procedure, the staples would not hold. With the initial reload, the staples opened again on 2/3 of the staple line. The surgeon made a manual suture and used a different reload to complete the procedure. There was no patient consequence.

Manufacturer narrative:
.